Manufacturer narrative:
(B)(4). Evaluation summary - the instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thyroidectomy, the device clips would not form properly. A second device was used to complete the case with no pt consequence reported.